Manufacturer narrative:
The explanted left ventricular lead was not returned to boston scientific. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.

Event description:
Boston scientific received information that during a follow up visit, this left ventricular lead exhibited a decrease in impedances and no stimulation was possible. A chest x-ray was performed and revealed that the left ventricular lead had dislodged into the atrium. The device was reprogrammed to rv-only pacing and a revision of the lead may be performed in the future. Additional information was received, on (B)(6) 2011 a revision procedure was performed; the left ventricular lead was removed and successfully replaced with normal measurements. The explanted lead was not returned to boston scientific. No additional adverse patient effects were reported.